Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The reliability analysis evaluated 2 opened or used reservoirs. The reservoir was filled per des 8654 and d 9195886 et2 section 1 to 8. Both reservoirs passed per specifications. There were no air bubbles were observed during analysis. The orings were checked for defects and none was found. The reservoirs connected locked in place properly. It was concluded that there were no air bubbles.

Event description:
Customer reported that air bubbles were present in the insulin pump's reservoir. Customer reported that he recently had low and high blood glucose levels. Blood glucose level at the time of the call was 69 mg/dl. Customer treated with coffee and cream. No further info was provided.